Event description:
The pt was not an ideal candidate due to the presence of calcium in the vasculature and an aorta that was angled approx 90 degrees. Access was attempted with a 14fr catheter, but was achieved so a conduit was used. An amplatz wire as introduced through the brachial artery, but could not be advanced. The aorta measured 14mm in diameter at the bifurcation. After 3 hours of surgery the jacket was retracted. The graft did not maintain its position and collapsed into the sac of the aneuerysm which was extremely lateral to midline. The device could not be withdrawn and the pt was converted to standard open repair. The pt was stable after surgery.